Event description:
It was reported that perforation was suspected with both leads. The atrial lead (B) (4) was explanted and replaced and the ventricular lead was repositioned. Both leads were reported to be working fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found; full lead returned.